Event description:
The patient received her scs system, including an ipg and surgical lead on (B)(6) 2009. It was reported that the patient experienced bilateral leg swelling when the stimulator was turned on. The swelling abated when the stimulator was turned off. It was reported that the physician was unsure if the correlation existed between the swelling and the stimulation. The patient met with a sjm representative for reprogramming and reported effective stimulation coverage. Follow up on the patient found that no further issues have been reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.